Event description:
Follow-up information indicated an infection was not present, rather the patient experienced a reaction to the device. The nature and type of reaction was not provided to the manufacturer.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing.

Event description:
It was reported an infection was present at the patient's implantable neurostimulator (ins) site. The physician explanted the patient's complete system. The patient had been taking antibiotics before the explant and was to remain taking them afterwards.